Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's functionality testing, an undetected upstream occlusion message was observed and considered confirmed, but further evaluation was not conducted due to the symptom being over looked. Evaluation did identify a failing upstream sensor with low fluid numbers. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device did not detect an upstream occlusion when one was present. There was no patient involvement.